Event description:
The device was used during an unspecified procedure. Reportedly, seal fragmented as instruments were being passed in and out of the cannula. The surgeon flushed the cavity to remove the shavings and completed the procedure. The hospital has reported no patient injury occurred.